Event description:
During a coronary artery stenting treatment procedure stent damaged was noticed. The physician was treating a lesion in the circumflex (cx) coronary artery. The lesion was predilated to voyager balloon. When the physician was preparing to place 3.0x12mm taxus express2 drug eluting stent it was noticed outside the pt that the stent was fryed. This device did not go into the body. The physician used another taxus express2 stent of the same size to complete the procedure. There were no pt complications and the pt condition is ok.